Event description:
The customer received a high out of range control result of 315mg/dl on the contour next ez. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory.no adverse event was alleged.the test strips were returned for evaluation. New strips and control were sent to the customer.